Event description:
Info was received from the customer that the device's audible alarm was not working. The failure was discovered during an operational check by the customer prior to patient application. There was no reported pt harm. Add'l pt info was not available. An evaluation was performed and the audible alarm failure was duplicated. The unit was sent to engineering for analysis where it was determined that the speaker wire broke creating an open condition. The unit was then forwarded to service for performance and electrical testing where the speaker assembly was replaced to correct the problem.